Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Insulin pump had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the reservoir lip ring was damaged. The customer's blood glucose level was 115 mg/dl at the time of the incident. The customer reported that a piece of the insulin pump broken off where the reservoir cartridge is inserted, the ring has snapped off. The customer stated that the reservoir lip ring was able to lock in place when inserted into the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.